Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an "out of box failure on a cadd vip during performance verification testing (pvt) before putting it into service for first time" as well as "during the performance verification testing (pvt) the device had a persistent failure with air in line alarm. This was rechecked 4 times with the same issue. ". There was no patient involvement, and no adverse harm reported.

Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A visual test found a damaged (detached) downstream occlusion (dso) seal. Functional tests found a defective latch and air detector. The reported problem was duplicated. To solve the problem, the dso seal, latch and air detector were replaced.